Event description:
A customer is reporting there was "no suction" during a cataract extraction with intraocular lens implant procedure. The handpiece had primed but during the case there was no suction. Surgery was completed using an alternate handpiece with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).